Event description:
Event description boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) and this transvenous defibrillation lead was admitted to the emergency room for syncope and receiving multiple shocks. The rv lead was found to be dislodged, with the proximal coil in the pocket and the lead tip in the atrium. Therapy was exhausted with 7 shocks and one atp. The boston scientific representative questioned whether the lead had dislodged first and caused the vt, or if the lead dislodged during the episode. A boston scientific technical services consultant discussed that the representative could look for changes in morphology between the induction episode and this syncopal episode. The device was programmed to monitor only. The patient was stable.